Event description:
Tech has a bed that has a high ground resistance. The bed came from the med surge floor. There were no alleged injuries on the bed, and the bed was found as part of the pm process. The tech tightened ground wire on plug.